Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a patient was on impella 5.5 support and during support, the patient had a gastrointestinal bleed (gib). The patient was switched from systemic heparin to heparin in the purge. Blood products were given. The gib continued for a couple days with heparin in the purge. Additionally, the pump was attempted to be weaned and the patient went hypotensive with runs of ventricular tachycardia (vt). The pump was turned back to p5. Furthermore, there was purge fluid leaking noted at the transition from the clear plastic to the white cable. No change in purge flow/purge pressure was noted. Support was continued.